Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples and a photo from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for blood leakage from a hole in tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed. Bd was able to duplicate or confirm the customer¿s indicated failure mode

Event description:
It was reported that bd vacutainer® plasma preparation tube (B)(4) gel additive with bd hemogard¿ had blood leakage from a hole in tube. No serious injury or medical intervention reported.